Event description:
It was reported that balloon rupture occurred. After an unknown stent was implanted and failed to expand properly, a 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 28 atmospheres, the balloon ruptured. The balloon was retrieved without problem and the procedure was completed with a different device. No patient complications were reported.